Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a device check of the cardiac resynchronization therapy pacemaker (crt-p), the remaining longevity was low, however, it was "inconclusive whether or not this was a malfunction or not." The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.